Event description:
Customer's wife called to remove the customer from medtronic's system, as customer passed away over three years ago. The cause of death was heart failure and diabetes. One month prior to passing away the customer had a defibrillator put on for his heart issues. Customer passed away at night on the way to the bathroom, the paramedics were called, but when they arrive she knew he was gone. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.